Event description:
Styker total knee replacement (B)(6) 2015, never recovered stability in right knee replacement. Frequently fall, pain is unbearable till today. Continue to use brace, icing and tens unit till today. I am worse now than before my initial surgery of a total knee replacement on (B)(6) 2015. I have complained numerous times to my surgeon. Tests, physical therapy, pain medications, one time mars MRI that was unreadable as per my orthopedic surgeon dr (B)(6), seems he gets defensive every time in continuing to complain and nothing has relieved my pain and stability. Therefore I took it upon myself and got a 2nd and 3rd opinion, on just my first visit by xrays alone I was told my hardware in the back of the knee where the pain is loose due to probability of a not well fitted knee replacement. I also had bone scan, saying could be loosen hardware or infection to be ruled out by other tests not yet done.